Event description:
Pt moved onto osi table, wheel broke off table. Pt moved to another table without incident. No pt injury. Tente USA - wheel casters; surgery bed casters, tente casters, inc, (B)(4).